Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient stopped charging (date of event is unknown). As a result, the scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention.